Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature during therapy was not correct. Per follow up information received via email on (B)(6) 2024, device will be repaired in the hospital by medtech-support. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported issue could not be reproduced during service. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature during therapy was not correct. Per follow up information received via email on 20feb2024, device will be repaired in the hospital by medtech-support. No patient involvement. Per additional follow up information received via email on 03jun2024, patient was involved and therapy was finished with another device.